Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was resolved in (B)(6) 2015.

Event description:
(B)(4) clinical study. It was reported that thrombus on the device occurred. The patient had a left atrial appendage closure (laac) procedure and a 24 mm watchman ® laa closure device was implanted. There were two partial recaptures of the device during the procedure due to the position of the device being too proximal and then too distal. The implant was noted to be successful with a complete seal. Imaging follow up performed two days after the device was implanted revealed thrombus on the atrial facing surface of the device. The thrombus is described as laminar, non-mobile and 5 sq mm in size, ca. 15 mm from cantrum to lateral. Medication was given or the regimen adjusted. No further patient complications were reported.